Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain patient reported there was ¿something wrong¿ with their battery and that the ¿device might turn off.¿ no further event information was reported; no complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.